Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a tortuous anatomy. During the procedure, the ds was unable to be advanced so removed from the patient's anatomy to perform plain old balloon angioplasty (poba). Valve capsule was observed to be flared; valve was observed with blood adhesion therefore both the valve and ds were replaced with a new 35mm, navitor vision valve and a new large flexnav ds resulting in successful implantation. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was in a stable condition.